Event description:
During prep of the ablation catheter, the tip of the catheter was misshaped and the sensors on the device were not stationary which is not normal. Manufacturer response for ablation catheter, advisor hd grid sensor enabled ablation catheter (per site reporter) clinical site contacted the manufacturer directly and coordinated any returns with them.